Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6.

Event description:
It was reported by the patient's caregiver, that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 36 and 48 hours. It was reported that the patient fainted in the bathroom due to hyperglycemia. The health care provider tried made adjustments to the patient's settings which resulted in hypoglycemia. The patient did not provide information about how they were treated and the duration of the medical event. According to the patient they are on kidney dialysis, has gastroparesis, and has amputation of the foot.